Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 600 mg/dl. The customer did not mention any symptom related to high blood glucose level. The customer reported that they treated high blood glucose level with manual injections. They also mentioned that the insulin pump had insulin flow block alarm during bolus and set change. The insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.